Event description:
An 8 mm portex tracheostomy tube was inserted. Upon passage of the trach tube past the cartilage, the md found that the cuff of tube had a hole in it. This tube was tested prior to surgery and was without a leak/hole. The tracheostomy tube was then changed over a suction catheter because of the cuff not holding the inflation pressure. Ventilation continued without difficulty. Trachea was suctioned. The patient tolerated the procedure well.